Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation found the scope¿s bending section discolored. The bending section cover glue was also found lifting. A cotton pad was used to pass through the bending section of the scope and noted a restriction when passed over the lifted glue area. In addition, deep scratches and indentations were noted on the distal end cover. The scope was serviced and returned to the user facility. As part of our investigation, a review of the device service history was performed and found that the scope was returned to olympus multiple times for similar bending section issues. Based on the device evaluation results, improper maintenance of the scope could not be ruled out as a contributing factor to the reported event. The instruction manual for use provides a warning statement in an effort to prevent equipment damage and to help mitigate patient harm. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used.¿

Event description:
Olympus was informed that a patient was perforated during a diagnostic colonoscopy procedure using a colonovideoscope ((B)(4), sn# (B)(4)). The perforation was found post op. The patient received additional hospitalization. The patient¿s current condition is unknown.